Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe blunt fill 5ml ll w/ndl 18x1-1/2 needle went through the shield. The following information was provided by the initial reporter: material #305062 batch #5297089. Rcc received a complaint via email. I want to report an incident that happened yesterday (B)(6) 2025 at (B)(6). An employee was stocking syringes and one of the needles pocked his middle finger in the open palm side of his left hand. It was an unused unopened needle (see attached pictures) with a defective cap on the needle. The syringe is sequestered. Supplier: (B)(4).

Manufacturer narrative:
(B)(4) - supplemental MDR - needle through shield. One sample and two photos of a 5 ml luer lok syringe with an 18 x 1½" needle attached (part number 305062, batch 5297089) were received and reviewed. The physical sample arrived in an unsealed package containing all required product information and showed a broken needle shield at the end, leaving the needle tip exposed. The accompanying photos include one showing the top web of the sealed package with all applicable labeling and another showing the syringe inside the sealed package with the needle shield broken in the same manner. This condition is non conforming to product specifications, and the likely root cause of the broken shield is associated with the assembly process. A device history record review was completed for material number 305062, lot 5297089. All in process and final visual inspections were performed as required, and no quality notifications related to the reported condition were identified. The lot met acceptance criteria per the inspection control plan, was approved for shipment, and is in compliance with applicable product specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured in trend reports and monitored monthly, and our business team regularly reviews the collected data to identify any emerging trends.

Event description:
No additional information was provided.